Event description:
It was reported that in the ER (emergency room) a couple of days prior to the report, the physician was able to aspirate with no problems. The physician then went to do a dye study before going to surgery and had difficulty aspirating. Diagnostic testing/troubleshooting of a dye study, rotor/roller study, checking the logs, and CT scan were done; the date and results were not reported. The entire system was replaced; it was noted that the pump was replaced as it was already 5 years old. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal. It was later reported that the patient had gone to the ER (emergency room) because of a swollen area on his head. Then while in the ER, the patient had a seizure. The physician did an aspiration of the cap (catheter access port) in the ER and was able to aspirate with no problems. The patient was ¿just moving around a good bit over the next few days and then they decided to do a CT dye study¿. At that time, the physician had trouble aspirating. So he decided to replace the catheter and because the pump was 5 years old, he decided to replace the pump too. The rollers turned during the roller study; this reporter had ¿no idea the results or if they even finished the CT scan¿ because of the difficulty with aspiration. The nurse told this reporter that nothing showed up in the logs. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014. Product type: catheter product, ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014. Product type: catheter. (B)(4).